Manufacturer narrative:
Corrected data: b3: 06-may-2019. D4: serial #: (B)(6). Manufacturer narrative: b4: 11-may-2021. D8: no. G1: mr. (B)(6). G2: distributor/importer. G3: 11-may-2021. G6: follow-up # 1. H2: correction, additional information, device evaluation. H3: yes. H6: health effect - impact code: 4627. Type of investigation: 10, 3331. Investigation findings: 213. Investigation conclusions: 4315. H10: a revision was performed. The clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The implant was intact as-received. The endplates were attached and the sheath was present. No microbiology or pathology reports were provided. The cause of this event was unclear. The device did not appear to have failed mechanically.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformance's. Additional information has been requested.

Event description:
It was reported that an m6-c artificial cervical disc was removed. No further information was provided.